Event description:
The customer reported that following a radiology procedure on october 4, 1999, a vasoseal es was deployed. The collagen was inserted intra-arterial and required surgery to remove the collagen from the artery. No further complications were reported.